Event description:
A site neuro coordinator reported that, while in a cranial procedure, the software became unresponsive. After showing the vertek probe to the camera, then switching back to the scope probe, the camera did not recognize the scope probe. In trouble-shooting, the scope probe was removed then re-added in verify instruments, the system returned to the logo screen and became unresponsive. The software was re-launched, advanced to navigate and successfully verified the scope probe. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported performing a system check-out, system functioned properly. The medtronic representative switched back and forth from vertek probe to scope probe multiple times without issue. No fault found. No further issues have been reported.